Manufacturer narrative:
Reporting address line 1: (B)(6). Based on the available information, wear and tear caused the ECG leadset to fail. The ECG leadset was replaced with a new 3 leadset snap, iec, ICU and the device was restored to full functionality. The device was returned to service and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the ECG leadset was not functioning. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.